Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Surgeon reported multiple radial capsular tears occurred during laser assisted cataract procedures. Reporter is uncertain of the origin of the tears. Surgeon relayed the hydro-dissection was completed, the patient had a small pupil which required an iris ring, and was a very difficult case. Reporter indicated the procedure was completed. Upon follow up, the reporter has indicated intraocular lens (iol) was careful placed in the capsular bag of the left eye, and no further intervention was required.

Manufacturer narrative:
The doctor is unsure if the laser is at fault and a clinical applications specialist noted the tear occurred during phaco. Since the phaco procedure is after laser treatment, the laser cannot be confirmed as the cause. A field service engineer (fse) was called to evaluate the system and found the system to meet specification. Additionally, tears to the capsule could be caused by surgical technique, patient ocular history, or patient movement. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).